Event description:
It was reported that the patient presented in the clinic reporting dizziness and arrhythmia. Upon interrogation, it was discovered that the right atrial (ra) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Low pacing impedance and a decrease in p wave amplitude were also noted. The lead was capped on (B)(6) 2022. The patient was in stable condition.